Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation damage, however, electrical measurements were within normal limits. Induced damage from electro-cautery was likely the cause of the lead damage observed by the laboratory.

Event description:
It was reported that approximately four months after this pacemaker system was implanted, the patient was exhibiting pocket erosion without penetration of the skin. The patient was admitted to the hospital for a pocket revision and during the examination, the physician noticed that the insulation on this right atrial (ra) lead was damaged near the suture sleeve. The device was explanted and replaced with another lead of the same model and the patient fully recovered from the procedure. The device is expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that approximately four months after this pacemaker system was implanted, the patient was exhibiting pocket erosion without penetration of the skin. The patient was admitted to the hospital for a pocket revision and during the examination, the physician noticed that the insulation on this right atrial (ra) lead was damaged near the suture sleeve. The device was explanted and replaced with another lead of the same model and the patient fully recovered from the procedure. The device is expected to return. No additional adverse patient effects were reported.